Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient attempted a bolus and saw the bolus denied screen on the personal therapy manager (ptm). The patient had the ptm flush with his skin and was not moving the ptm. The patient saw an x on the screen and 5h 21m. The patient will ask his hcp to check the pump logs and ptm report to confirm that the bolus was received. The patient was not near emi. The patient has time released oral medication that he takes which helps with his pain. The pump was delivering fentanyl. Additional information reported the patient never had therapeutic effect. The hcp was going to increase the therapy very slowly over next few months. The patient has no symptom relief and wants to be off oral medication. The personal therapy manager (ptm) and the therapy are not being set right. The ptm was not working. The patient would get the bolus successful screen or bolus denied screens and has gotten the ¿call doctor¿ screen. The patient indicated the hcp has him on oral medication for pain management instead of using the pump. The patient has an appointment scheduled for (B)(6) 2013 to follow up with the physician. The pump was ¿jiggling around in there and is loose.¿ the patient felt a burning underneath the pump. The patient was ¿burnt¿ from another manufacturer¿s device which had been removed two years ago. The pump was implanted in the same location as the device that was removed. It was stated the hcp indicated ¿everything looked ok¿ but the patient now has the burning underneath the pump. The patient planned to discuss this with their physician at the upcoming appointment. The pump was delivering fentanyl. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient's pain was where it was now because they were on their stomach in the or and called it some kind of "stair up" where the leg was positioned and was pushing on the bad nerve. It was noted that by the patient got home, the nerve hurt "so bad." It was noted this went away after 24 hours and then the normal leg pain down the right leg was worse and hadn't gotten much better. It was noted the pain that went away after 24 hours was in their crotch and the health care provider (hcp) said the nerve sometime gets pinched there because the patient was on their stomach while they were taking out the wires. It was stated the catheter was put in was supposed to take care of the pain from the hip down. It was noted it was taking the sharpness off, but not taking the pain away. It was reported that when the patient started feeling the burning and pain the hcp told them to stay in bed for 24 hours and not move. It was noted the patient could not do that because of the pain and had to get up and start moving. It was noted the burning may have been due a little backup of medicine in the pocket that may have been exposed to a nerve where the patient got burned previously from stimulator. It was noted the patient needed to have an adjustment one day and a refill on the next.

Event description:
Additional information received reported that the pump was refilled under fluoroscopy. The cause of the issue was attributed to scar tissue and pump movement in the pocket. No other actions were taken. The issue did not result in a pocket fill. The status of the patient was no reported. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient has had severe burning in the pocket area the last week. It was noted the health care provider (hcp) said a nerve may have been exposed and the medicine may have leaked into it. It was noted the patient had been refilled 3 times. It was noted the patient was at the hcp¿s office the day prior to have the pump refilled, but it was lower than normal because of ¿the fight 2 hcp¿s were having.¿ it was noted the patient had to recently change hcp¿s due to legal issues. It was noted that last week the patient sitting on the couch with their leg up with an ice pack on it and the right leg was painful. It was noted the patient got up after sitting for 1.5 hours and walked halfway across the living room before being on their knees from pain from the burning ¿from the bottom up.¿ it was reported they could not stop the burning until the ice pack was put on the pump that was so cold it numbed the whole area. It was noted the patient had contacted their hcp about the stomach and leg pain.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information reported that the pump kept moving and the refills were painful because of multiple tries. The last time the port was at "2:00, this time it was at 10:00," the pump was "basically flipped." The pump had been itching internally since implant. The surgeon reported that there might be an exposed nerve and there might be a little more of the medicine that comes out and hits the nerve. The physician reported they could not do anything about it. The movement and the itching had gotten worse as more scar tissue had been building up. The patient has a refill every 2 months and every time the patient goes back it gets "worse and worse." It was noted that when they try to refill the patient they stick the needle in and out and it feels like somebody stuck them with a knife. The most recent refill was done under x-ray and that was how it was going to be done going forward. It was noted they have difficulty accessing the center port because the pump moves around in the pocket making it difficult to access. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)